Event description:
Information was received from a company representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. Patient reported loss of therapy. He did not think therapy was currently working. He had device implanted for urgency and it was working but now it had stopped working. He had to run to the bathroom every five minutes. He was trying to use patient programmer to increase stimulation to see if it would help with symptoms but for some reason he could not increase stimulation. It was indicated that therapy was not on and he was not feeling stim on the day of this call. He was instructed to turn it on and issue was resolved. He was able to sync with ins and increase stimulation. It was indicated that he was currently set at 2.9v and he could feel stimulation now. He decreased stim to 2.8v and stated he would keep it there for now. He was on program 3. He had appointment with healthcare provider next monday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.